Event description:
The surgeon noted during laser procedure that the bubble formation on the 180 degrees of the capsulorhexis formation was not as pronounced. In the operating room, the capsulorhexis was formed 180 degrees around and then tore out to the periphery to the zonules and the cataractous lens vaulted forwards. Upon inspection the surgeon felt the lens had dislocated, but in actual fact the lens had vaulted forward.

Manufacturer narrative:
The device history records were reviewed and there were no unusual findings related to the reported issue. The surgeon provided the following root cause analysis: the pt was moving during the laser procedure and the anatomy of the capsulorhexis may have caused a tear and the lens material (cataractous lens) vaulted forward, not allowing the second half of the laser capsulorhexis pattern to take place. The other 13 patients that underwent surgery that day went very well with no issues. No suspected device malfunction to warrant dispatch of service engineer. Capsular tears are a known complication of cataract surgery. (B)(4).